Event description:
A report was received that the patient's ipg was depleting rapidly following a non-device related surgery. The patient's database analysis showed premature battery depletion on the ipg. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient's ipg was depleting rapidly following a non-device related surgery. The patient's database analysis showed premature battery depletion on the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(6) 2012 - additional information was received that the patient underwent an ipg replacement and is reportedly doing well. Electrocautery damage was suspected. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4)). The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.